Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hole on the suction evacuator.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. It was unknown if the product was used for patient treatment. A product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), evacuator. Visual inspection of the sample noted the ring retainer detaching from the evacuator creating a hole. The photo sample provided shows the ring retainer detaching from the evacuator. This device does meet specification, which states "parts shall be fully formed and free of distortion, voids, cuts and tears". A potential root cause for this failure mode could be ¿¿retainer cap not secured to the bulb". The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The instructions for use were found adequate and state the following: "1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a hole on the suction evacuator.